Event description:
During a remote follow-up, the device was found to be in backup vvi (bvvi) due to event queue overflow. No intervention has been performed. The patient was stable and will continue to be monitored.